Manufacturer narrative:
The device history record (DHR) of lot number 245794 was reviewed on 7/11/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/27/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. The analysis results showed that the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. An explant is planned for 3/20/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Physical and legal manufacturer of these products is being updated to mentor leiden and mentor medical systems b.v. Respectively, as products listed in this article were manufactured in leiden netherlands. Catalog numbers cannot be updated, as it is not known which specific product relates to each complaint. The reportability will be rerun, as these products were manufactured outside the united states. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor siltex round moderate profile 375cc saline prosthesis, catalog #3542660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with mentor siltex round moderate profile 375cc saline prostheses. Bilateral deflation was diagnosed through a physical examination on (B)(6) 2010. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-03718 for contralateral prosthesis report).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/1/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).